Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that black ring was damaged. The customer¿s blood glucose level was 120 mg/dl at the time of incident. Customer stated that the reservoir not able to lock into place. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. Insulin pump received with scratched lcd window and case. Reservoir unable to lock into place not confirmed. .